Manufacturer narrative:
The device was being returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device-dependant patient implanted with this implantable cardioverter defibrillator (ICD) had collapsed and was found to be in ventricular fibrillation (vf). It was reported that the device had undersensed the rhythm. Upon device interrogation there were several episodes of undersensed vf. As a result the defibrillation lead was surgically abandoned. The device was explanted and the patient was upgraded to bi-ventricular device. It was also reported that the patient had high defibrillation thresholds.